Event description:
It was reported that there was a malfunction resulting in caster detaching from the unit. The unit did not tip or fall. There was no injury.

Manufacturer narrative:
Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.